Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, a large amount of blood was found in the iab. The iab was removed immediately and found to have ruptured. Therapy was discontinued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: tj/tianjin teda international cardiovascular hospital event site postal code:(B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 14.2cm from iab tip. Additionally a kink was observed on the inner lumen within the membrane approximately 21.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).